Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a result discrepancy with the binax now covid-19 home test. The customer reported her proctor informed her of a positive result with the binax now covid-19 home test. Subsequently, the customer received notification of a negative result. To address the issue, the correct test result was sent to the customer. Although requested clarifying information could not be provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 137748b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-200 / lot: 137748b, test base part number 195-430h / lot: 134494. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 137748b showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.